Event description:
Pt reported the up/down buttons on the infusion device are not responding. Pt stated the buttons are defective. Pt reported receiving an e8 (power interrupt) error message. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.